Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 483 mg/dl. The customer stated that insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed and drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. The customer stated that they had power loss alarm as well as post-reset ram crc alarm. The customer was not able to rewind the insulin pump. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Insulin pump was monitored and functioning properly. No failed battery alarm, no post-reset ram crc alarm, no unexpected battery power loss,no drive count alarm and no motor movement alarm during testing. The motor was tested outside of the device and passed.